Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. In this case hbsag, anti-hbc and hbeag were reactive and anti-hbe was negative which indicate the acute infection stage per the (B)(6)diagnostic profile. It is possible that the anti-hbs is false positive, since anti-hbs appears after a patient has recovered from acute (B)(6) and after hbsag has turned negative. However, the coexistence of hbsag and anti-hbs in patients with chronic hbv infection has been often reported. Based on the available information, no product deficiency of the architect anti-hbs assay was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned repeat (B)(6) architect (B)(6) results for a patient because pcr testing for (B)(6) virus was (B)(6). The customer inquired as to whether the (B)(6) results could be (B)(6) based on other (B)(6) markers for the patient. No adverse impact to patient management was reported.